Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had vibration anomaly. The customer¿s blood glucose level was 173 mg/dl. The customer states the pump was making a high pitched noise, and she did a pump rest and the tone is continuing. Troubleshooting was performed for damage and noticed the constant high pitched tone. Advised the pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test and displacement test due to blank display. Moisture damage keypad traces during visual inspection. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.